Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time/date) issue. There is no reported adverse event with this complaint. There is no reported adverse event with this complaint. This report is made based on the allegation of the time/date issue.

Manufacturer narrative:
Follow-up #1: date of submission 10/06/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump is unable to maintain an electrical connection with returned battery cap due to cap detaching. All testing performed with a test battery cap. The black box dates from 2/21/2014 -3/1/201 the black box shows no occurrences of time/date defaulting or manual time/date editing. A timekeeping accuracy test was performed. Pump maintained time/date accurately within 10 seconds during 5 day duration test and oo seconds during one hour post duration test. No pump related defects found. The pump cover was removed; a visible inspection confirmed the internal battery (bt1) was not leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.